Event description:
Rash on abdomen.

Manufacturer narrative:
It was reported that the device caused a rash on the abdomen. Due to this, the patient was treated with "medrol packs, and creams". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.